Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump had pump error, keypad anomaly. The customer¿s blood glucose level was 446 mg/dl. The customer reported that there was no response from any button. It was reported that they received critical pump error after changing battery. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis. Frn-rsr-unk, unk-inf set.

Manufacturer narrative:
Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to verify keypad unresponsive/button error alarm due to critical pump error/open book image. (B)(4).